Manufacturer narrative:
The device history records for the reported lot number were reviewed and no related issues were noted. No previous complaints have been received on devices from the reported lot number. The returned device exhibited a severed extension line. The root cause of this issue is manufacturing related. During the tray sealing process, the line was incorrectly place in the tray whereby there was overhang outside of the package. As the tray was sealed, the tray cutting mechanism severed the section of line which was overhanging. Our procedure which specifies inspection of trays post-seal, was not adhered to. Re-training has been conducted with the applicable employees. Additionally, the packaging / inspection procedure has been updated to more specifically address this potential failure. The reported event is not occurring more frequently or with greater severity than is usual for the device.

Event description:
As reported, the sterility of an encore inflation device was found to be compromised as the tubing was sticking out of the side of the pouch. This was noted before the device was used. Another device was utilized to complete the procedure. The original device has been returned for evaluation.